Event description:
Customer reportedly received result of 9.7 mmol/l on compact plus system 1 and 2.7 mmol/l on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 20728645, expiration date 06/30/2012). (B)(4).